Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified cephalic vein near the elbow. A 5.0-4/4t/40 symmetry balloon catheter was advanced for dilation. During the procedure, after crossing the balloon to the lesion, an attempt was made to inflate, but the pressure of the indeflator dropped steadily and the pressure could not be maintained. There is a possibility of it being a pinhole rupture, or a possibility of a problem on the indeflator's side, so it was treated with the same size symmetry and the same indeflator, and was able to be inflated without any problems. The device was removed without any problem and no damage was observed. A xxx device was used to complete the procedure. No complications reported, and patient status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified cephalic vein near the elbow. A 5.0-4/4t/40 symmetry balloon catheter was advanced for dilation. During the procedure, after crossing the balloon to the lesion, an attempt was made to inflate, but the pressure of the indeflator dropped steadily and the pressure could not be maintained. There is a possibility of it being a pinhole rupture, or a possibility of a problem on the indeflator's side, so it was treated with the same size symmetry and the same indeflator, and was able to be inflated without any problems. The device was removed without any problem and no damage was observed. Another of the same device was used to complete the procedure. No complications reported, and patient status was good. It was further reported that the balloon ruptured on the first inflation when nominal pressure was attempted.

Manufacturer narrative:
C2/d10. Concomitant product/therapy (0): was updated per the additional information provided. B5. Describe event or problem: was updated per the additional information provided. E1 - initial reporter city: (B)(6). The device was returned for analysis and the evaluation was completed on 29aug2024. A visual and tactile examination was performed, and a leak test identified a balloon pinhole located at the distal edge of the distal balloon sleeve. An examination of the balloon material and markerbands identified no other issues. There were no issues found on the shaft and tip of the device.

Manufacturer narrative:
B5. Describe event or problem: was updated per the additional information provided. E1 - initial reporter city: (B)(6). The device was returned for analysis and the evaluation was completed on (B)(6) 2024. A visual and tactile examination was performed, and a leak test identified a balloon pinhole located at the distal edge of the distal balloon sleeve. An examination of the balloon material and markerbands identified no other issues. There were no issues found on the shaft and tip of the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified cephalic vein near the elbow. A 5.0-4/4t/40 symmetry balloon catheter was advanced for dilation. During the procedure, after crossing the balloon to the lesion, an attempt was made to inflate, but the pressure of the indeflator dropped steadily and the pressure could not be maintained. There is a possibility of it being a pinhole rupture, or a possibility of a problem on the indeflator's side, so it was treated with the same size symmetry and the same indeflator, and was able to be inflated without any problems. The device was removed without any problem and no damage was observed. Another of the same device was used to complete the procedure. No complications reported, and patient status was good. It was further reported that the balloon ruptured on the first inflation when nominal pressure was attempted.